Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. The customer reset the pump on their own prior to calling technical support. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.